Manufacturer narrative:
The customer declined bench repair. No service activity was performed by philips. The biomedical engineer reported that further touchscreen calibration was successful, and the device returned to full functionality. The device was operational and returned to service.

Event description:
Philips received a complaint from customer biomedical engineer reporting that the touchscreen on the v60 ventilator was not responding in a single area. The device was not in clinical use. There was no report of harm. There was no impact to patient, nor user. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported that the bme performed touchscreen calibration which did not fully resolve the issue. The rse advised the customer to replace the touchscreen. The bme requested bench repair.